Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary the product was returned to depuy synthes for evaluation. Visual analysis of the returned device found that the pinn 100 w/gription 48mm has signs of bone ingrowth and organic material adhered at the outer fixation surface. Additionally signs of metal wear were observed at the articulating section most likely caused by being in contact with the femoral head after the fractured event occurred, contributing to the hip joint noise. It is worth mentioning that the acetabular cup presents signals of explantation attempts at convex section. A manufacturing record evaluation was performed for the finished device product description: pinn 100 w/gription 48mm product code: 121731048 lot number: 3709180, and two non-conformances were identified, however not related to the reported failure mode of the complaint. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The review of the returned device confirmed the reported implant noise event involving the pinn 100 w/gription 48mm. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history a manufacturing record evaluation was performed for the finished device product description: pinn 100 w/gription 48mm product code: 121731048 lot number: 3709180, and two non-conformances were identified, however not related to the reported failure mode of the complaint.

Event description:
It was reported that the patient underwent the revision of total hip prosthesis as inlay broke leading to a necessary revision of the prosthesis. Patient reported sudden squeaking in the hip starting around: on (B)(6) 2026. Surgeon confirmed that polyethylene inlay fracture caused the patients problems. No infection. Primary surgery for hip replacement on: (B)(6) 2022. Revision surgery completed on: (B)(6) 2026.